Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contacted technical support to advise the patient line was blocked, with air bubbles and unspecified red fluid visible in the line. Upon follow-up with the peritoneal dialysis nurse (pdrn), it was confirmed the patient completed their treatment using the cycler with no adverse events, no harm and no medical intervention required. Additional patient information was requested but was not provided. It is unknown if the fluid was in fact blood.